Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 23 june 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was repairing an intertrochanteric fracture and the guide sleeve became stuck in the aiming arm. The surgeon was able to successfully separate the two devices and continue on with the surgery. There was no delay in surgery. Outcome of surgery was successful. This is report 1 of 2 for (B)(4).